Manufacturer narrative:
This is being filed as keratitis requiring medical intervention. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusion can be drawn. This is being reported as a corneal ulcer. There is no evidence to suggest the contact lens was the root cause of the pt's symptoms. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.

Event description:
Doctor reports keratitis and inflammation of cornea that required medical intervention (prescribed drops) to prevent scarring. This is being filed as keratitis requiring medical intervention.